Event description:
Caller states that during a correlation study the following coaguchek s/coaguchek xs results were obtained: pt 1: 3.8 inr/2.5 inr, pt 2: 2.0 inr/2.5 inr, pt 3: 4.3 inr/3.3 inr, pt 4: 3.6 inr/5.0 inr, pt 5: 2.5 inr/3.4 inr, pt 6: 1.6 inr/2.1 inr. Caller states the coumadin was adjusted only if the patient's inr was outside their therapeutic range. No adverse event reported. Requested return of suspect system; however, strips are unavailable for return.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. (B)(4).